Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the yellow o-ring was visible at the battery cap with no damage to the battery compartment or cap noted. The reporter stated that there was no moisture/corrosion in the pump and the pump powered on properly with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2015 with the following findings: on investigation, the alleged intermittent power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found power on reset events on and before the complaint date. The returned battery cap was able to fully tighten and the pump powered up properly. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Pump casing was opened and there was no evidence of moisture intrusion or loose components inside the pump. Related to the complaint, stripped threads were found on the returned battery cap. The battery cap contact measurements were within specifications. The battery compartment was found to have cracked below the grip pad.